Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient), a5 - ethnicity, a6 - race, b6 - relevant test/laboratory data and b7 - other relevant history changed ni to na. B5, d4 - unique device identifier (UDI) #1, blank to na. H6 - health effect - impact code, corrected to f27. The device was not returned to olympus for inspection and the reported failure was not confirmed. No additional reportable malfunctions were identified during the device evaluation. Since the device was not returned a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source presented a b30 scope communication error. There were no reports of patient harm.